Event description:
It was reported to philips that the image storage was not available on the allura device. No harm was reported. A philips engineer visited the site, reloaded the software and completed the "recreate image store" protocol. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy store is not available. Review of the system log file showed that image disk full. Upon further inspection fse checked the system and confirmed the image disk error ip-pc image disk 1 cannot be accessed. Fse reloaded the software for ip-pc and did the image recreation. After reloading and recreating, the system was returned to use in good working order. The codes were updated based on the investigation outcome.